Manufacturer narrative:
Other text: additional information: d5 is unknown. No information has been provided to date. E4 is unknown. No information has been provided to date. Device evaluation: a review of the event history log found evidence of the reported failure - check syringe plunger sensor. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: corrected information: h10.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The pump was cracked on both of the front corners of the top case. It was also cracked on the left plunger case. A review of the event history log did not find any evidence of the reported product problem. The investigator was unable to replicate the reported product problem. The problem source of the reported product problem was unknown. A root cause was not established. The left plunger case was replaced as a preventative measure.

Event description:
It was reported that the syringe plunger sensor on the medfusion pump was clicking internally when an attempt was made to deliver medication at higher doses. This product problem was observed prior to any patient use/contact.